Manufacturer narrative:
(B)(4). Related complaint on the same patient and event see MDR #3010532612-2019-00140 and tc #(B)(4). Teleflex received the device for investigation. The reported complaint of iabp battery life very short is confirmed. The battery returned for investigation failed the battery load test. The root cause of this complaint is undetermined. Based on a review of the device history record (DHR), the product met specification upon release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that on the intra-aortic balloon pump (iabp) the battery life was found to be very short. As a result, the battery was replaced. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Related complaint on the same patient and event see MDR #3010532612-2019-00140 and tc # (B)(4).

Event description:
It was reported that on the intra-aortic balloon pump (iabp) the battery life was found to be very short. As a result, the battery was replaced. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.